Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-jul-2025, the user reported being unable to unlock their ilet screen to complete a meal announcement. Upon follow-up, the user confirmed the screen had cracks. A replacement ilet was arranged. Blood glucose was not affected, and no medical intervention was required.